Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device displayed an e227 error, unusable due to scope replacement error. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and although the definitive root cause of the reported issue could not be determined, the suggested event most likely occurred due to a scope replacement error and water ingress inside the scope connector resulting in a damaged connector board. Olympus will continue to monitor field performance for this device. Updated fields: b5, d8, h2, h3, h4, h6, h11 .

Event description:
No additional information received from customer.